Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead exhibited myopotential over-sensing and noise over-sensing resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue and the clinic will continue to monitor the patient. The patient was in stable condition.